Event description:
On (B)(6) 2017, the patient was scheduled to undergo a spinal fusion procedure using exponent. The exponent device was opened and mixed with bma in a funnel. The surgeon was not satisfied with the resulting mixture which he described as "soupy" and like "ketchup". The surgeon decided that the mixture was not suitable for the case and opened an osteoamp sponge and granules to complete the fusion procedure. The patient was re-admitted to another hospital within 24 hours of the procedure due to complications from surgery. It was noted that the surgeon had an overall good experience with the products.